Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Visual inspection of the returned devices was performed and following observations were made: the tip of the scaled drill is broken. No (severe) damage was found on the surface of the drill but the spiral tip is broken, almost at the beginning of the helix. The remaining helix is slightly twisted, while the edges are blunt. These patterns are consistent with over-torquing of the instrument. The scaled drill was most likely twisted under high loads and eventually broke. Based on investigation, the root cause was attributed to be user related. The failure was caused by high torsional force (overload beyond its calculated capability). This is the first reported case with this lot number. A review of the labeling did not indicate any abnormalities. The operative technique guide was reviewed. It states: ¿notice: use a sharp drill bit when drilling bone, particularly in areas of hard, dense bone. Blunt drills should be discarded and replaced. Notice: always use the designated drill sleeve/plate screw inserter (see page 34) to assure accurate placement of the screw and to protect the adjacent soft tissues against the generation of heat and build-up of debris. The drill sleeves are also designed to prevent damage to the drill bit and to avoid the drill bits being seized or blocked in the sleeve.¿ if any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the drill broke during the procedure. The broken part remained in the patient. The procedure was completed successfully, no adverse consequences or surgical delay were reported, and there is no planned surgery to remove the broken fragment.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the drill broke during the procedure. The broken part remained in the patient. The procedure was completed successfully, no adverse consequences or surgical delay were reported, and there is no planned surgery to remove the broken fragment.